Event description:
It was reported that the pump battery could not be charged and was depleting fast and subsequently shut down. There was no reported adverse impact to the customer's blood glucose level. Additional information was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.